Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. No device issues were identified, however, the aus was removed and replaced. No additional patient complications were reported.